Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an occasional drop out beats on ventricular tachycardia (vt)/fascicular ventricular tachycardia (fvt) episodes, which did not appear to inhibit device function. The device remains in use. No patient complications have been reported as a result of this event.